Manufacturer narrative:
An additional lot number was reported (lot #m018496). The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple intermittent cartridge alarms (cartridge alarm 1) occurred with multiple cartridges during pumping. There was no impact to the customer's blood glucose level.